Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information alleging display damage occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, a ventilator service required error was identified. The device's main board needs to be replaced to address the issue. Additionally, the device display, flow sensor and air inlet foam filter require replacing, which is not related to the malfunction.